Manufacturer narrative:
Additional information was received which changed the manufacturer registration cfn/fei. Please refer to MFR# 1218950-2025-000365 for complete report.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). A philips remote service engineer (rse) spoke with the customer. The customer indicated that the speaker is defective and the rse determined that the speaker required replacement. A quote for a replacement speaker has been provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that acoustic alarms were not functioning when the device was put into operation. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.